Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was interested in newer external devices and enhanced charging/programming capability. The physician did not suspect device malfunction. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging and the ipg was no longer able to hold a charge. The patient will undergo a procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was having difficulty charging and the ipg was no longer able to hold a charge. The patient will undergo a procedure wherein the ipg will be replaced.